Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("chronic abdominal pain") and device breakage ("insert on right broke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("leucorrhea with changes since placement of essure"), device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("device removal incomplete"). The patient was treated with surgery (decision to remove the inserts by bilateral salpingectomy.) And surgery (decision to perform sub-total hysterectomy to remove everything). Essure was removed. At the time of the report, the abdominal pain, dyspareunia, vaginal discharge, device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, device breakage, dyspareunia and vaginal discharge with essure. The reporter commented: insert on left removed in its entirety, but insert on right broke so not possible to retrieve the part in the uterine cornua. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented chronic abdominal pain. She underwent bilateral salpingectomy to remove essure however during this procedure insert on right broke and a sub-total hysterectomy to remove everything was performed. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, consumer had chronic abdominal pain after placement and essure's removal was required but insert on right broke during removal and other procedure was required to remove everything. Regarding chronic abdominal pain, considering positive temporal relationship and in the lack of an alternative explanation, causality cannot be excluded. The event insert on right broke, during difficult removals device breakage may occur. Taking to account that breakage occurred during essure removal causality cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("chronic abdominal pain") and device breakage ("insert on right broke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("leucorrhea with changes since placement of essure") and complication of device removal ("device removal incomplete"). The patient was treated with surgery (decision to remove the inserts by bilateral salpingectomy.) And surgery (decision to perform sub-total hysterectomy to remove everything). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, dyspareunia, vaginal discharge and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, device breakage, dyspareunia and vaginal discharge with essure. The reporter commented: insert on left removed in its entirety, but insert on right broke so not possible to retrieve the part in the uterine cornua. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented chronic abdominal pain. She underwent bilateral salpingectomy to remove essure however during this procedure insert on right broke and a sub-total hysterectomy to remove everything was performed. Both events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, consumer had chronic abdominal pain after placement and essure's removal was required but insert on right broke during removal and other procedure was required to remove everything. Regarding chronic abdominal pain, considering positive temporal relationship and in the lack of an alternative explanation, causality cannot be excluded. The event insert on right broke, during difficult removals device breakage may occur. Taking to account that breakage occurred during essure removal causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information has been sought.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("chronic abdominal pain") and device breakage ("insert on right broke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to metals. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("leucorrhea with changes since placement of essure") and complication of device removal ("device removal incomplete"). The patient was treated with surgery (decision to remove the inserts by bilateral salpingectomy.) And surgery (decision to perform sub-total hysterectomy to remove everything). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, device breakage, dyspareunia, vaginal discharge and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain, complication of device removal, device breakage, dyspareunia and vaginal discharge with essure. The reporter commented: insert on left removed in its entirety, but insert on right broke so not possible to retrieve the part in the uterine cornua. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage -analysis in the global safety database 1.630 revealed cases. Abdominal pain -analysis in the global safety database 1064 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-jun-2017: no follow-up information received after 3 follow-up attempts. Case closed. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.